Event description:
It was reported that a mesa 2 polyaxial screw did not final lock properly intra-operatively, and that the rod was able to rotate slightly in the screw head after final locking. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. It was further reported that the surgeon was not satisfied with the correction achieved.

Event description:
It was reported that a mesa 2 polyaxial screw did not final lock properly intra-operatively, and that the rod was able to rotate slightly in the screw head after final locking. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. It was further reported that the surgeon was not satisfied with the correction achieved.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.